Event description:
During an incident on an unknown date involving an elderly patient in cardiac arrest who had been down at least 10 minutes before the ambulance arrived with CPR being performed by police and family, this defibrillator would not proceed past the "attach electrodes" prompt, but r2 electrodes were already attached. Three different sets of r2 electrode pads were tried. The patient was pronounce at a hospital. The r2 incident pads are not available as they were discarded.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing included verification of the unit's impedance sensing circuit and ability to treat a rhythm. The patient cable and r2 electrode pads used at the scene were not returned for evaluation. The hs1000s defibrillator prompts "attach electrode pads" and flashes the electrode indicator lights when the unit is powered on prior to patient/electrode contact and will continue until proper contact with the patient is made. The hs100s operating instructions explain the prompt and what to do should it be experienced and cannot be resolved. The particular model and lots of the r2 electrode pads used is not known. However, laerdal customers were notified of the problem of r2 electrode gel depolymerization by a product alert letter dated 10/16/1998 that explained the problem, the electrode models and lots involved, and what the customer should do if they had any of the affected r2 electrodes. A customer letter was sent explaining our evaluation and informing the customer that their patient cable and electrode pads should be suspected as a possible cause.